Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. Fluid was able to freely flow through the fluid path. Blood was observed on the adhesive pad. Inspection of the formed needle found no issues that would contribute to bleeding. The cause of the bleeding could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. For: omni pod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 24. Warnings: do not use a pod if it is past the expiration date on the package.

Event description:
It was reported that the patient's blood glucose levels reached 399 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. Bruising at the site was also reported. As treatment, a new pod was applied.